Event description:
The patient underwent an ablation procedure utilizing the vascade mvp device. The initial procedure was completed without any known anomalies or complications. Fourteen days postoperatively, the patient presented to the hospital with swelling in the groin. Upon examination, the physician suspected a thrombus at the vascular access site. The patient was admitted and administered anticoagulant therapy.

Manufacturer narrative:
Since the vascade mvp was discarded and the lot number was not provided, the device's manufacturing records cannot be reviewed. No further investigation can be performed. The cause of the reported event cannot be determined. Vessel thrombus is a known, possible risk which is disclosed in the product IFU. The instruction manual for the vascade mvp states "do not use in vessels with suspected intraluminal thrombus, haematoma, pseudoaneurysm or arteriovenous (av) fistula. These conditions may interfere with the proper use and performance of the device.".